Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact peron: (B)(4).

Event description:
It was reported that the compressor alarmed for high temperature. There was no patient involvement. (B)(4).

Manufacturer narrative:
The compressor was investigated on site and the thermoelectric cooler was replaced and returned for investigation. The thermoelectric cooler contains of a peltier element there the moisture in the compressed air will condense. The warm side of the peltier element is connected to a heat sink and a fan to lead heat outside of the compressor. There is an overheating protection if the temperature is too high. The thermoelectric cooler was installed in a compressor for simulated use testing. An alarm for high temperature at the peltier element was generated. The temperature was measured with an external thermometer. The conclusion of the investigation is that the issue occurred due to a faulty peltier element. We have not determined why the peltier element has broken. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
(B)(4).